Manufacturer narrative:
A device history record (DHR) of the sample lot# was performed and confirmed that the products was produced accomplishing all quality requirements and was released according to all established procedures. One opened sample was received for evaluation. The received sample was evaluated visually and functionally and the reported condition was not verified; the correct 10 fr catheter was found; however, a formal corrective and preventative action investigation was opened for the other similar complaints from the same health group. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 06/16/2016. An investigation is currently under way, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an open suction catheter. The customer reports that the product is labeled as a 10fr catheter; however, when opened and compared to others it appears smaller than a 10fr.